Event description:
It was reported that a patient suffered a cut finger resulting from a sharp burr on the footrest slot towards the end of the x-ray table. A tetanus shot was given to the patient at lahey clinic.